Manufacturer narrative:
Patient outcome: the manufacturer was unable to obtain details of patient mistreatment's as a result of this issue. Manufacturer's preliminary analysis: based on analysis of logfiles and error messages, the system performance first became affected on (B)(6) 2015, with suspends due to potentiometer correlation errors approximating to 5 degrees. A re-correlation of the potentiometers followed but the underlying error was un-resolved. It is not known if any machine qa was done on (B)(6) post-calibration to confirm the angular accuracy. By (B)(6) 2015 the offset became large enough to cause the system to terminate on a secondary check (gantry control error) which detects an offset between coarse and check potentiometer voltages. Initial corrective actions/preventive actions implemented by the manufacturer: the manufacturer has recommended that the site follow the following action on site: apply integrity r3.2 upgrade. Confirm tightness of all gear and potentiometer grub screws. Monitor gantry zero degrees daily for further drifts. Any sign of drift replace the encoder assemblies 45133301412 and 45133301413. Item reacts to this type of error. The manufacturer's device analysis results: from the information provided by the customer, both gantry coarse and fine potentiometers appear to be mis-calibrated. This suggests a common-mode failure affecting the encoder assembly, and could be one of 3 possible causes: the gantry encoder alignment has been disturbed accidentally. The coarse/fine potentiometer encoder gear has been jumping teeth on the encoder belt of the gantry rim. The secondary gear which transfers motion form the main encoder gear is not tight. Evidence from the machine logs suggests that the system was detecting numerous correlation errors and inhibiting safely during the (B)(6). The customer has been contacted however it is still not clear what actions were attempted to re-correlate the potentiometers, however, it appears that the root cause was not identified and the mis-alignment was still present. On (B)(6) further errors were received (gantry ctrl @10:29 a.m.) Which caused the termination and subsequent part replacement. Remedial action/corrective action/preventive action / field safety corrective action: integrity r3.2 has reduced the tolerances before the system will inhibit when it detects an offset between coarse and check potentiometer voltages. This has been released as a mandatory field safety corrective action. The manufacturer has also highlighted the importance of the pre-existing standard operating procedure to ensure that no misaligned tooth belts are sent to customers. No further investigations are planned. (B)(4).

Event description:
The customer reported that there was a 4 degree non-correlation between the actual gantry angle and the display in the in-room monitors.